Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device was unable to obtain sample and the firing button got bit stuck. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one 16g maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue on the outer housing, stylet, and in the sample notch. The device was returned half primed with the top slide pulled back and the bottom slide partially pulled back, leaving the sample notch exposed. No visual anomalies were noted to the device. Upon functional testing, an attempt was made to prime the device but failed as the bottom slide could not be pushed into the device. The device was disassembled, and internal parts were inspected. What appeared to be dried blood residue was noted throughout the proximal end of the stylet and throughout the hubs. Therefore, the investigation is confirmed for the identified failure to prime issue as the bottom slide of the device did not lock into place while priming and the investigation is inconclusive for the reported failure to fire and failure to obtain sample as the further functional testing was not performed due to the priming issue. The bumper issue may have contributed to the identified failure. However, the definitive root cause for the alleged failure to fire, failure to obtain sample and identified failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device was unable to obtain sample and the firing button got bit stuck. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one 16g maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue on the outer housing, stylet, and in the sample notch. The device was returned half primed with the top slide pulled back and the bottom slide partially pulled back, leaving the sample notch exposed. No visual anomalies were noted to the device. Upon functional testing, an attempt was made to prime the device but failed as the bottom slide could not be pushed into the device. The device was disassembled, and internal parts were inspected. Both the left and right bumpers were noted to bent. Dried blood residue was noted throughout the proximal end of the stylet and throughout the hubs. Therefore, the investigation is confirmed for the identified failure to prime issue as the bottom slide of the device did not lock into place while priming and the investigation is inconclusive for the reported failure to fire and failure to obtain sample as the further functional testing was not performed due to the priming issue. The bumper issue may have contributed to the identified failure. However, the definitive root cause for the alleged failure to fire, failure to obtain sample and identified failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device was unable to obtain sample and the firing button got bit stuck. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.